Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The mother stated insulin was leaking from the insulin pump. It was also found a battery out limit alarm occurred. The mother also reported the battery would be stripped when the insulin pump was rewound. The mother also reported the drive support cap was damaged. Customer's blood glucose was 289 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.